Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified iliac artery. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first time inflation at approximately 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.